Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 287 mg/dl. The customer did not report any symptoms but treated with the insulin pump. Customer reported the high blood glucose began at night and customer changed the infusion set and reservoir. Customer noticed leaks at the reservoir when changing reservoir. Customer does not allege pump was under delivering. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Customer declined to check for the presences of air bubbles in tubing or reservoir. High-pressure test was performed twice and the insulin pump failed both times. Customer was advised to revert to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.